Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional codes ftl, gwo. Investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment visual analysis of the photo revealed that the synpor sheet 50*50 t0.8 was found broken in multiple fragments , the broken fragments were not visible in photo. The foreign substance issue is not confirmed, there is not enough evidence in the photo to confirm the allegation. No other problem was reported. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for synpor sheet 50*50 t0.8. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history: part #: 08.510.120s, lot #: ds7006902, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 01 mar 2021, expiration date: 28 feb 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: it was reported during a procedure on (B)(6) 2022, debris fell off the synpor sheet. It was reported that during the surgery, the material of the product was more soft than usual and noted some particles fall off another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 1 for (B)(4). This report is for synpor square sheet.